Event description:
A durable medical equipment (dme) supplier reported that an infant passed away while using a smartmonitor 2 infant apnea device. The date and time of the event is unk. The incident is currently being investigated by the local police department. The device has not been returned to the manufacturer for eval. A follow-up report will be filed when the device has been returned and an investigation is completed by the manufacturer.